Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable faults, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the acp component on the system. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted when failure analysis has received the product and completed their investigation. Verification of the event details was performed by an isi technical support engineer. Per review, the following was confirmed: a sleeve gastrectomy was performed on system (B)(4) on (B)(6) 2022. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable faults. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, there were non-recoverable faults. The caller power cycled the system, but the faults returned on power up. The technical support engineer (tse) reviewed the logs and found errors 25730, 32114, 40084, 26002, 32097 and 40106. The tse asked the caller to power cycle the system, emergency power off (epo), and cycle the circuit breaker. The faults returned on power up. The procedure was converted to traditional laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on 29-dec-2022 and obtained the following additional information: the system powered on and confirmed to be functioning prior to use. The issue occurred at the start of the procedure. The ports were not enlarged and there were no additional ports placed. There is no image or video available for review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The axes controller platform (acp) was analyzed, and error 307 was confirmed. Failure analysis replicated the reported issue by installing the acp onto a system and it failed with error 307 after ten system power cycles. The probable root cause of the reported failure is attributed to a failure of the acp component.